Event description:
The event was reported by an anonymous person at the user facility regarding a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch. The reporter stated, ¿cassette was found warped and leaking.¿ there is unknown patient involvement and unknown patient harm. No additional information is available.

Manufacturer narrative:
The device is not available for evaluation, however, a photo sample is available. The investigation is not yet complete.

Manufacturer narrative:
The complaint of cassette was found warped and leaking could not be confirmed by investigation. No new product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A lot history review showed a complaint from the same lot where there was cassette warpage.